Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure the surgeon fired the first firing across the sigmoid colon with a gold reload. He then fired the second firing to complete the transection with another gold reload. He observed the staple line and in the middle the staples were malformed and leaking. They controlled the leaking by using a circular stapler and over sewing with suture. The procedure was prolonged thirty minutes. They had irrigated and suctioned in the area of the leak and proceeded on with the completion of the procedure. The surgeon stated the first firing appeared to have a good staple line. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. On what tissue type was the device used? Colon at what location on the tissue? Sigmoid colon. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. During which stroke did the event occur? 2nd. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Gold. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.